Event description:
During t2 recon nail surgery, the tip of k-wire broke inside the femoral bone, and the surgeon removed the tip. The k-wire broke because the k-wire was contacting the nail when placing the k-wire. The surgeon used another new k-wire, and the procedure was completed without problem.

Manufacturer narrative:
Additional information, has been requested and if received, will be supplied on a supplemental report.